Event description:
Per the physician's report, this patient's device was explanted in 2006 due to intermittent function. The surgeon reimplanted a new device in the same ear.

Manufacturer narrative:
This type of event is addressed in the device labeling code.